Manufacturer narrative:
Investigation did not identify a product problem related to the customer allegation. In conclusion the discrepancies were due to the samples being near the limit of detection (lod) of the assay. Given the samples were recollected, the time frame between the collections might have also played a role in the viral concentration present during the retest of the samples. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us generated 4 potentially discrepant results when using a cobas® sars-cov-2 and influenza a/b nucleic acid test for use on the cobas® liat® system. On (B)(6) 2021 three samples generated sars-cov-2 positive and flu a/b negative. Three (3) new samples were recollected and tested with another cobas® liat® system, generated negative results. The negative results were released to the patients. No patient details was provided for the remaining sample in question. No harm is alleged. Per the FDA guidance four (4) mdrs will be filed one per patient. An investigation was conducted to evaluate the customer¿s allegation.